Manufacturer narrative:
(B)(4). Per the customer the sample was not available and the lot number was unknown; therefore, no evaluation or batch review could be performed, therefore no cause could be determined. A follow-up report will be filed if additional relevant information becomes available. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) alarm, which occurred on the homechoice (hc) during use. The technical service representative (tsr) asked several times if the patient line was primed to the top before connecting and if they pressed go before they connected. The home patient (hp) indicated there was no error. The patient was connected at the time of the alarm. The patient line had been properly primed and no patient extensions were in use. The patient had not disconnected prior to the alarm. The bags were properly connected and there was not any open clamps on any unused lines. There was nothing unusual noted about the supplies, and they had not been damaged by an outlet port clamp or assist device. The tsr had the hp close all of clamps to bags,patient line, and transfer set. The tsr then had the hp cycle the power off and on. A system error 2367 occurred. The power was cycled again. The hp pressed go to start. At load the set, the hp removed the cassette. The tsr advised the hp to dispose of the current supplies attached and start over with all new supplies. The hc was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.